Event description:
It was reported via repair work order that the brakes would not hold due to torn brake ring, missing brake pin tube guide and worn brake cam. It was also reported that the foot end jack was stuck due to bent litter skin obstructing the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.